Event description:
The customer reported an issue with the pump touchscreen responsiveness, that it was frozen and not responding to input. There was no adverse impact to the customer's blood glucose level. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.